Event description:
When these trays are used for young children they tend to choke, gag, and vomit. There have been 2 pts (pediatric) who died after they used the device. Rptr will not use these devices on their pts. Rptr feels that they should be outlawed for children. They choke, gag, and vomit when using these devices.